Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device replacement procedure, it was discovered that the torque wrench being used during the procedure would not fit into the set screw for the left ventricular (lv) port. Several maneuvers were used to accommodate the torque wrench but they were not successful. As a result, this crt-d was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection of the case noted tool marks on the header. The lv seal plug and medical adhesive was damaged and the seal plug was loose. All other seal plugs were intact. A section of a hex wrench was found stuck in the bottom half of the lv setscrew. The visible portion of the setscrew opening is rounded out. All other setscrews were operating normally. The setscrew was removed from the device by turning the top outside edge using a needle-nose plyers. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the cause of the stuck setscrew was due to the portion of a hex wrench stuck in the opening.